Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and coronary flow obstruction are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia can result in this complication. The edwards sapien transcatheter heart valve is indicated for use in patients with severe symptomatic calcified native aortic valve stenosis. In this case, the cause of the reported too-aortic position (90:10 a/v) of the sapien xt valve cannot be confirmed. However, it is possible that patient factors (e.g. Less than severe annular calcification and preserved ejection fraction) in combination with procedural factors may have caused or contributed to the balloon movement during deployment, affecting the landing position of the valve, which appears to have caused the regurgitation and coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by our (B)(6) affiliate that during a transfemoral tavr procedure the sapien xt was deployed too aortic, a left ventricular (lv) perforation, a cardiac tamponade and a coronary artery obstruction occurred. When the novaflex+ delivery system was passing the aortic arch the extra stiff guidewire which was placed in the lv was pulled back into the aorta. The extra stiff guidewire was pushed into the lv again and the procedure was continued. During the implantation of a sapien xt valve, the valve moved to the aortic side and it was implanted in 90/10 aortic/ventricular position. After valve implantation, an st depression was observed on ECG and the blood pressure (bp) did not recover well after stopping rapid ventricular pacing (rvp). Angiogram showed a left main trunk obstruction and an emergency percutaneous coronary intervention (pci) was performed. The valve placement too aortic seemed to be the cause of the coronary artery occlusion. During the pci, the echo showed a pericardial tamponade. The patient heart was opened and the bleeding site, the side of left atrial appendage, was surgically repaired. The lv perforation was thought to be caused by the extra stiff guidewire. After the repair, aortic regurgitation was evaluated and another xt valve was implanted for the malposition. Following the valve in valve a coronary artery bypass graft (CABG) was performed for impaired blood flow of left circumflex branch. After the CABG, due to ischemia caused by an acute myocardial infarction, the cardiac muscle seemed necrotized and the blood did not flow well. The patient¿s heart appeared stiff and it was difficult for it to systole and diastole. Under the support of percutaneous cardiopulmonary support (pcps) and intraaortic balloon pumping (iabp), the patient was transferred to ICU. On pod 3, the patient developed a conjugate deviation of the right eye and a tic. The physician suspected a cerebral infarction or cerebral hemorrhage but MRI could not be used for diagnosis as the patient was connected to iabp and pcps. Radicut (edaravone) was administered and crp increased to 14. On pod 16, the patient¿s blood pressure deteriorated. Multi organ failure was developed and the patient expired. The cause of death was determined to be left myocardial rupture.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.